Event description:
It was reported the pt had an increased recharge burden. The pt reported he was recharging once every week. The sjm representative met with the pt to determine recharge frequency. It was reported the pt had recharged the ipg and was at stimulation off after 5.5 days. Calculations estimated a recharge frequency of 17 days. The pt was to consider the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.